Event description:
It has been reported to philips that the wireless footswitch failed to connect to the system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and according to the additional information collected, the system was outside of use at the time of the reported complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the wireless footswitch sporadically fails to connect with the system. The philips field service engineer (fse) inspected the system on-site and identified the light emitting diodes (leds) for the signal reception and battery status on the footswitch did not light up properly. The fse replaced the footswitch and base station to resolve the issue. The defective wireless footswitch (wfs) and wfs base station were returned to philips for further analysis. The analysis of wfs confirmed that the wfs intermittently would not connect. Analysis of the base station did not confirm a failure; however, this is to be expected as this was replaced to ensure compatibility of the new wfs with the system and not due to failure. Following the replacement of wfs and wfs base station the system was returned to use in good working order. Philips has determined the likely cause for this event to be an internal connector issue within the wfs. This complaint investigation has not concluded that this event is associated with any of existing fsca. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.